Event description:
Procedure: lap tubal ligation, reportedly, the metal pin fell off teh trocar and into the surgical cavity. The procedure was extended approximately 20 minutes for the surgeon to locate and retrieve the pin but no additional surgical intervention was required. This occurred at the end of the procedure and another trocar was not required to complete the case. There was no injury to the patient.